Event description:
A report received stated that a patient was taken to the emergency room due to a tracheal tube malfunction. The one-way check valve attached to the pilot balloon became internally detached from the pilot line. The patient was assessed as stable with the cuff in the down position. On monday, (B)(6) 2014, the tracheostomy tube was replaced with a similar device. The patient was reported to be fully recovered from the incident.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The initial medwatch report received by the FDA on (B)(6) 2014 was filed in error. The shiley tracheostomy tube referenced in the initial report is not sold in the united states therefore is not reportable to the FDA. (B)(4).